Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Event description:
On july 29, 2024, the end user reported an incident alleging that he hyperextended his thumb while putting his wheelchair inside of his vehicle on august 11, 2023. The end user provided that he noticed a sticker that stated not to wrap hands around the cross bar during the incident. The end user stated that wrapping his hands around the crossbar while inserting the wheelchair inside the vehicle was what he used to do with his previous wheelchair. There was no evidence of malfunction or defect from the aforementioned wheelchair. The end user reports that he had to receive therapy for his hyperextended thumb.

Manufacturer narrative:
Background information: quickie 2 wheelchair label 119857, rec. C states: "open crossbrace with palms flat. Do not wrap fingers." Quickie 2 wheelchair owner's manual, rev. F, states: "warning! Note- your wheelchair has many moving parts that can create pinch points and possible finger traps. Be aware when making any adjustments, when folding and unfolding, when moving and any other situation that could cause a pinch point situation." Quickie 2 wheelchair owner's manual, rev. F, states: "2. Use flat palms to depress the chair if opening." Discussion: in evaluating the complaint, the end user reported an incident occurred on august 11, 2023, where he allegedly hyperextended his thumb while putting his wheelchair inside of his vehicle. The end user stated he preferred his old quickie 2 wheelchair because he had no issues getting it in and out of his vehicle, whereas he is experiencing difficulties with his current quickie 2 when trying to do the same. While putting his current quickie 2 wheelchair in his vehicle, he noticed a sticker that stated not to wrap hands around the cross bar. However, the end user stated, because of his previous chair, he was accustomed to wrapping his hands around the crossbar while inserting the wheelchair inside the vehicle was what he was used to with his previous wheelchair and did so. As a result, the end user wrapped his hands around the crossbar, as he was accustomed to, and reportedly sustained hyperextension in his thumb. There was no evidence of malfunction or defect from the wheelchair. The end user is currently using their old quickie 2 wheelchair. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user reported that he received therapy for his hyperextended thumb. There was no information provided on the type of therapy or current treatment. There was a second thumb injury that occurred in march of this year, but according to the end user, it was allegedly due to picking up a case of soda when the first injury had not healed. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of a serious injury that required medical intervention (hyperextended thumb), this MDR is being filed.